Manufacturer narrative:
(B)(4). The reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the coupling tool side and clamps were worn out. It was further determined that the adjusting sleeve seized and the internal was rusty. It was further determined that the device failed pretest for check the tool coupling and check the cannulation. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device became stuck. The reporter indicated that the device was tested before using it on the patient, and then they found that the device had stopped running. There was a five minute delay to the surgical procedure to obtain a spare device. It was reported that the surgeon used the device to cut, drill and burr the patient¿s bone. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.